Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) reporting that the display of her onetouch ultra meter was cracked and therefore she was unable to use it. The complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to recall the date or time of when the alleged issue occurred. The patient informed the cca that she manages her diabetes with oral medications (unknown type and dose) along with diet and exercise and she denied taking any actions towards her normal diabetes management routine in response to the alleged issue. At an unknown date/time, approximately one week prior to contacting lfs for assistance, the patient claimed that she developed symptoms of "sweating." Despite her symptom, the patient denied receiving any form of medical treatment. It is unknown if the patient tested using another device. At the time of troubleshooting, the cca noted there was no form of misuse/trauma to the subject meter and it was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.